Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the certas inline with siphon guard was blocked after implantation and the device was revised. There is no information regarding patient symptoms associated to this event. Csf protein was high (it was hundreds levels). The contamination of the blood into the cerebrospinal fluid can not be denied. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when valve was received was at setting 1. The valve was visually inspected, it was noted that the needle base in the needle chamber was slightly raised. The valve was tested for programming and passed the test. The valve was flushed; no occlusion was noted. The valve was leak tested; no leaks noted. The valve was reflux tested; no issues found. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested and passed. A review of manufacturing records could not be performed, as no lot number was provided. The root cause for the raised needle guard base was likely due to user error; as noted in the IFU: (do not fold or bend the valve during insertion. Folding or bending might cause rupture of the silicone housing, needle guard dislodgement, or occlusion of the fluid pathway.) Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.